Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the handle was locked and the clip assembly was still attached to the delivery system. No damage was observed to the mini sheath. The device was disassembled for analysis of the clip, the core a/b subassembly and the control wire. The crimp on core b was found to be incomplete and the control wire had pulled out of the crimp. Additionally, the control wire ball appeared oblong. The condition of the returned incident device was consistent with the complaint that the clip failed to release from the delivery catheter; the complaint was confirmed. The evaluation found that the core b crimp was incomplete, which led to the separation of the control wire from the crimp. This may be a supplier manufacture issue, there is an open supplier corrective action to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used to treat a bleed in the colon during a polyp removal procedure on (B)(6), 2011. According to the complainant, during the procedure, after the clip was closed onto the tissue, it would not release from the delivery catheter. The physician had to pull on the handle of the device in order to separate the clip from the tissue. This manipulation resulted in additional bleeding and a second clip was placed to quickly stop the bleeding. The patient was reported to be in okay condition at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used to treat a bleed in the colon during a polyp removal procedure on (B)(6) 2011. According to the complainant, during the procedure, after the clip was closed onto the tissue, it would not release from the delivery catheter. The physician had to pull on the handle of the device in order to separate the clip from the tissue. This manipulation resulted in additional bleeding and a second clip was placed to quickly stop the bleeding. The patient was reported to be in okay condition at the conclusion of the procedure.